Event description:
It was reported that the patient received inappropriate therapy due to intermittent t-wave oversensing (twos) with the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013; 429688 lead, implanted: (B)(6) 2013. (B)(4).